Event description:
The patient's husband reported the patient experienced an "insulin reaction" in 2008. He stated he put some "glucose" in her mouth and had her sip some orange juice. He stated she was doing better but she refused to eat so he drove her to the emergency room. He stated her blood glucose level when she arrived at the hospital was 170 mg/dl with her normal reading being 120 mg/dl. He stated her doctor was not concerned by that reading. He said the patient was kept in the emergency room with her insulin infusion device on and was released after she was there for "about half a day." The patient's husband stated the hospital thought the incident was related to her blood glucose levels. He said, he believes the incident is not product related, but is due to the fact that the patient has been refusing to eat and he does not know how to get her to eat. He stated she woke up vomiting but thought that might be due to the pain pills she is on. He stated the patient would not let him near her insulin infusion device. Due to this and the inability of the company representative to speak to the patient, no troubleshooting could be done. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.